Event description:
A user facility requested nomogram assistance and outcome analysis. The facility provided this patients records that shows a decrease in bcva in the left eye following prk. An enhancement was performed and the patient regained 2 lines of bcva.